Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ nestable sharps collectors had lids that wouldn't stay closed. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about the sharps collector's lid not remaining shut. According to the customer's report, the lid does not remain shut and soon becomes open."

Manufacturer narrative:
H.6. Investigation: based on this investigation, pictures and a video were provided from actual used sample received in bdj, as well as the description of the customer report where it is mentioned that the lid does not remain shut and soon becomes open, in order to determine the root cause of this problem. This is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification, it means that there is no functional test established to the temporary closure feature, nevertheless in order to discard a malfunction on this sku, an engineering study was performed due to the negative trending reported from japan to evaluate functionality on temporary closure, obtaining the following: after 24 hours, none of the tested lids went open by themselves. All the tested parts require a minimum force greater than 1.5lbf to disengage the temporary closure. All the material met the expected results. Furthermore, we have previously received a video as evidence from another customer complaint from the same region, where it can be seen that collector exceeds the limit indicated on the lid (fill line), which could be reason to generate this kind of issue because at the time to exceed the capacity, they could be causing deformation to the collector. In addition, as part of the manufacturing process, the product includes an IFU (instruction for use) in each box which explain that fill line limit must be not exceeded. However, if the method established within the IFU is not followed as intended then it will not function correctly. Because of this, the storage and handling process method will be needed to determine the root cause since the product could have experienced deformations from an incorrect storage (damaged product). Because of all the information and test presented, we can determine that the failure mode is not related to the manufacturing process.

Event description:
It was reported that 2 bd¿ nestable sharps collectors had lids that wouldn't stay closed. The following information was provided by the initial reporter, translated from japanese: "this is a report about the sharps collector's lid not remaining shut. According to the customer's report, the lid does not remain shut and soon becomes open."